Manufacturer narrative:
B5) additional information provided. H3) software logs were returned and a software analysis was initiated. Log analysis revealed that there was insufficient information to determine the probable cause of the issue and if it related to a software anomaly. No recorded early termination events were found in the logs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received reporting that it was confirmed with the site that the cause or potential contributing factors of the early termination were unknown. There were no unused spins.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. They investigated the reported issue in the logs, and did not find an early termination from fridays case. They did find one for monday. The system recovered from that error on reboot, and they rep was unable to re-create that while onsite. They also were unable to find where that has happened previously. Logs uploaded for further review. Unable to duplicate, no issues found, system returned to customer in good working order at that time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while taking a spine, the system would terminate after about 2 seconds. They then rebooted the image acquisition system (ias), and proceeded with no issues. No patient was present during complaint.